Manufacturer narrative:
Concomitant medical product: product ID 310c33, tissue valve implanted: (B)(6) 2016; product ID: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed stored ventricular high rate episodes that appeared to be oversensing of artifact. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.